Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that both the plastic and paper tape have an allergic reaction causing rashes on his skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).